Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The patient showed up on (B)(6) 2026 with sub-q swelling. The swelling was aspirated, and csf was suspected. The swelling reaccumulated that evening. The patient was brought to the or on (B)(6) 2026 and re-explored. The patient had a tear in the dura on the side of the nerve where the inserter or implant may have nicked the tissu. The tear was repaired.